Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient woke up around five o'clock (am/pm not specified) feeling sick. She checked the dexcom app and it was showing 199 mg/dl. She was disoriented, lightheaded and dizzy. She checked a bg and it was 60 mg/dl. She had a glucagon shot but stated it would not bring her blood sugar up so she called an ambulance. The patient stated she was treated with "glutose 15" and was taken to the hospital. At the hospital, the patient was treated with sugar water and was discharged after 4-5 hours when the patient's blood sugar was back up. The dexcom was removed at the hospital. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.